Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the peek distal piece broke off.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: peek distal piece broke off probable root cause: design: inadequate material selection to support movement/manipulation by user. Cannula tubing thickness too small to support movement/manipulation by user. Cannula size or geometry does not promote proper visualization of joint. Excessively sharp tip of cannula damages tissue. Manufacturing: cannula not assembled, molded or machined to specification. Application: excessive force. Poor visualization through arthroscope. Gtin:(B)(4).

Event description:
It was reported the peek distal piece broke off.